Event description:
Option ivc filter found to be fractured with leg deeply embedded in vertebral body. It is extravascular. Filter was tip-embedded and removed with forceps, however fragment is not amenable to transvenous removal.